Event description:
A report was received that the patient had a seroma at the ipg site. The patient underwent a pocket revision procedure wherein the patients battery was cleaned out by the physician.